Event description:
It was reported that rn in cardiac care unit reported to clinical support specialist (css) that intra-aortic balloon (iab) was inserted earlier in the evening. The fiber optix sensor (fos) zeroed properly and iab was inserted. After insertion of iab, fos message changed to "fos not zeroed" and light bulb changed to blue. Pump was turned off and then on, but light bulb remained blue. Pump alarmed with the statement to use "alternative ap source." Rn switched arterial pressure (ap) source to transducer and was providing a good ap signal. Fos status read ll. Ck, re and was not providing a waveform. Css asked rn to make a note to save iab upon removal for eval. Additional info received by the customer on 10/15/09, stated that the pt expired due to extreme illness. The iab had nothing to do with the pt's death.

Manufacturer narrative:
(B)(4). Sample will not be returned for eval.